Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot number. Unfortunately no sample is available for our evaluation

Event description:
According to the information received, there was hair found in the foley catheter.